Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain-ndr.

Event description:
Patient reported right side "rupture," and "back and neck discomfort ." The event of back and neck discomfort is not device related. The device remains implanted.